Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of abdominal aortic aneurysm with gore&#59397;excluder aaa endoprosthesis. It was reported that the physician started the deployment of the aortic extender endoprosthesis in the cook introducer sheath by mistake. The device was pushed out of the sheath and covered both renal arteries. Due to this the patient was surgically converted. The patient tolerated the procedure.